Manufacturer narrative:
Patient age at the time of event: over 18 years old. Device evaluated by manufacturer: the device has not been received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A transeptal puncture was performed and then an unspecified wire as advanced through the left upper pulmonary vein. The transpetal sheath was exchanged for a watchman access system (was). The guide wire was removed and an unspecified pigtail catheter was inserted; however, shortly after a thrombus was noted on the tip of the was. At this time the patients act was 201. Heparin had been given a couple minutes prior to the thrombus forming. The clot was aspirated and an additional dose of heparin was administered. The patient act increased incrementally, no other thrombus was seen. The procedure was continued and a closure device was successfully implanted with a complete seal. No further patient complications were reported and the patient status is well.